Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control and reported that their customer's device had unexpectedly powered off during use on eight (8) occasions. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control reviewed the device data and was unable to verify the reported issue. In a review of the electronic patient record of the reported event, it was observed that the device powered off two times. It could not conclusively be determined if these power off events were intended or unintended. Physio-control subsequently evaluated the customer's device and was unable to reproduce the reported issue. After replacing the battery pins and battery contact pcb assembly as precautionary measure and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control and reported that their customer's device had unexpectedly powered off during use on eight (8) occasions. There was no patient use associated with the reported event.